Manufacturer narrative:
(B)(4). Date sent: 6/16/2023; d4: batch #130c10. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. The manual override feature had been used and was reset to test the functionality of the device. It was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A review of the device event log was conducted. The only oddity before the time jump is a stuck art button event right before it was set aside, but that is shortly followed by the device being closed in the straight position. Pcba analysis review: right art board was confirmed faulty. All right art buttons are non-functional. The damage observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number 130c10, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023. D4: batch # unk. Additional information was requested, and the following was obtained: why was the home button utilized? To inarticulate the jaws was there an issue during the firing that caused the device to not open? No. Was the battery removed and reinserted before the bailout switch was used? Yes. Was the device pulse fired? No. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy the device fired fine but when the surgeon retracted the blade using the home button the device would not open. The manual override was used to remove it. A new device was used to complete the case with no patient consequences. No buttressing material was used.